Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas gain in iab circuit. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse operated the unit with a balloon connected and noticed that the unit was operating as normal without any alarms. The fse was unable to reproduce the reported issue. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit showed a "gas gain in iab circuit" message. There was no report of patient harm, serious injury or adverse event.